Manufacturer narrative:
This product is not marketed in the us. Claim# (B)(4).

Event description:
The reporter indicated that a 12.1mm vicm6_12.1 implantable collamer lens of -6.00 diopter was implanted into the patient's left eye (os) on (B)(6) 2022. Refractive surprise reported with -1.75 sphere residual error. Lens remains implanted. Cause is reported as unknown.